Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11584. The pt rec'd two leads with the same lot number and two anchors with the same lot number. It was reported the pt had an infection at the lead sites. The physician removed both leads and anchors and left the ipg implanted. It was reported the physician planned to reimplant new leads once the infection had resolved.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.